Event description:
The user facility reported that during the month of june, there were two occurrences of blood leaks on first use, pre-processed dialyzers. Event specific info was not available. The dialyzer and circuit tubing were changed out without returning blood to the pt. As a result, the blood loss in each case was estimated to be between 100-cc and 200-cc. The user facility reported that there were no pt complications associated with these events. In addition, the user facility stated that there have been two other dialyzers that leaked during pre-processing. All four dialyzers were from the same lot number.